Event description:
The customer stated that he was hospitalized after being involved in a car accident, due to low blood glucose levels. The customer wanted information about active insulin. Active insulin was explained. The customer required no further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.